Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device had cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, broken belt clip slot, and stripped battery cap coin.

Event description:
It was reported the customer had a keypad anomaly. Customer stated their act and b button was unresponsive. It was also found the customer's insulin pump would beep repeatedly, but there were no alarms occurring. The customer stated the numbers on their keypad was scrolling. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.